Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient's abbott implant wasn't working correctly and they couldn't get the implant programmed correctly. Caller didn't recall the event date. Agent attempted to transfer caller to abbott patient services but caller declined. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).